Event description:
The rptr is calling in regards to her electric wheelchair. She has been experiencing problems with the covers on the gear housing. The covers are loose. The rptr's husband is currently holding the outside covers in place with tape. The husband feels that a design problem may exist with these covers. The wheelchair is just over 1 yr old. The hole cover on the inside of the assembly appears to be on the inside of the housing. The covers on the wheel side of the housing are slightly larger than the hole and one can only "assume" that the flanges next to them are supposed to hold them in place. The flange only covers a very small portion of the cover and the covers move around freely allowing the grease internal to the housing to escape. The covers can and did fall off the housing causing grease to drop on the floor, the rugs the tires etc. The cap is larger than the hole and is only held in place by the suction of the grease in the gear box. There are 2 caps on each unit. The inside caps appear to fit better but they are also loose.